Event description:
The metal area of the foot piece that contacts the medial malleolus is causing post operative pain; this is evident after the foot is properly padded and positioned. It would seem that when the foot is externally rotated, it impinges the nerve that runs underneath the medial malleolus. Hence damaging and causing transient/permanent symptoms. Symptoms replicate a tarsal tunnel syndrome. This has been consistent with numerous pt post follow-ups.